Event description:
It was reported that this pacemaker header was detached from the device, noted during a routine follow up. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was loose from the device case and scratches were also noted. A review of the device memory noted no resets, errors, or fault codes. The battery status was at end of life, the battery status was reset so electrical measurements could be performed. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose/separated headers are due to an insufficient bond strength between the header and the device case.

Event description:
It was reported that this pacemaker header was detached from the device, noted during a routine follow up. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.